Event description:
Per complaint (B)(4), it was reported that after an implant was properly placed within a patient's mouth, the abutment broke at the hex. The abutment was difficult to retrieve. The implant was removed. No adverse patient consequences were reported, and the procedure was completed within the same visit.